Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to the caller for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.